Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product concha neptune, lot #612010644 was manufactured on 01/26/2012. The DHR investigation did not show issues related to complaint. A document assessment (fema) was conducted and no changes were required.

Event description:
The event is reported as: the customer reports no audible sound to the device.